Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery that the lens which was not used due to a haptic malfunctions or defect. Additional information has received and it states that lens was inserted into eye and the haptic was broken, lens removed during initial procedure and another lens put in eye. Scheduled procedure completed the same day.